Event description:
Information from intl. Clinical trial database. Aphasia, neglect, 4/5 hemiparesis right arm, mild rest symptoms after 1 day until discharge, hemiparesis completely resolved at discharge small dissection at carotid bifurcation left side. Coils used: model number: x-14-26-t10-tc, product name: nexus tetris 3d csr. X-14-16-t10-tc, nexus tetris 3d csr. X-12-23-t10-tc, nexus tetris 3d csr. X-12-23-t10-tc, nexus tetris 3d csr. X-10-30-t10-hss, nexus helix supersoft csr. X-10-30-t10-hss, nexus helix supersoft csr. X-6-20-t10-hss, nexus helix supersoft csr. X-4-10-t10-hss, nexus helix supersoft csr.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Endecor registry information: european registry pertaining to the evaluation of nexus detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in another countries. Enrollment started in 2006; enrollment closed in 2007. Patients completing 1 year follow-up. MDR numbers: 2029214-2008-00262 to 2029214-2008-00312.